Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging an intermittent loss of power. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #2 date of submission 06/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The battery cap contact dimensions measured within specifications. The pump powered on appropriately, and the intermittent power issue was not duplicated. The pump could not be exercised for 24 hours due to an unrelated cs 078 call service alarm, caused by an internal motor failure. The pump case was removed, and no internal moisture or damage was observed.